Manufacturer narrative:
Evaluation: underwater leak testing discloded a leak in the iab membrane. Under microscopy, a smooth-edged penetration was seen at the leak site. Probalbe cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.

Event description:
Blood was leaking back into the tubing and the iab was removed. Event complications: none from the event - reported 1/9/97. Pt's current status: unk - rpt'd 1/9/97.